Event description:
It was reported by the customer stated that they would like to inform that they had decided to stop using foley catheter item p2040329p (catalog 165808; description: foley catheter, round tip, 100 percent silicone, 2 way, 3ml, 8fr; internal grm (B)(4)) following several instances where it was use resulted in injuries to their patients. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.